Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:the tensioner failed in function during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: pioneer surgical manufactured the cable tensioner and completed the evaluation. The evaluations found: visual inspection found the device to be free from damage or debris which could negatively affect the performance of the device. The device was tested and found that all test results meet specifications. Device history records review confirmed this product met specification prior to shipping. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by pioneer surgical and synthes, the complaint condition is unconfirmed. Upon evaluation, the device functioned as intended; no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.